Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced defective mesh, mental pain, scarring, permanent impairment, loss of enjoyment of life, recurrence, cord lipoma, scar tissue, hematoma, groin pain, inflammation, irritation from mesh rubbing against muscles and nerves, nerve disturbance, and nerve damage. Post-operative patient treatment included open repair of hernia with mesh, left groin mesh extraction, left neurectomy, right inguinal hernia repair, and right groin lipoma removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.